Manufacturer narrative:
Patient information were not provided. Sorin group italia manufactures the inspire 6f hollow fiber oxygenator. The incident occurred in (B)(4). During follow up with the customer it was clarified that oxygenator was changed-out during the bypass and the change-out lasted more than 3 minutes. In addition, blood oxygen values before change-out were 32mmhg. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report. Device not yet returned.

Event description:
Sorin group italia has received a report that, during a procedure using an inspire 6f oxygenator, the oxygen values in the patient blood were low. There is no report of any patient injury.

Event description:
See intial report.

Manufacturer narrative:
Livanova has received a report regarding performance issue related to gas exchange with the oxygenator inspire 6f. Reportedly there was no patient impact. Abg report at 100% of fio2 has been provided and confirmed the reported issue showing po2 = 97 mmhg. The complained inspire oxygenator was returned to livanova for investigation after gamma-ray decontamination as per livanova internal procedure on blood contaminated goods. Settings of performance test were defined simulating the reported clinical conditions. However, in early phase, foaming process suddenly developed leaking out from capno-port. Such a behavior was assigned to extended hydrophilization of the oxy fiber and plasma breakthrough in gas side which resulted in plasma leakage and prevented any further analysis of gas exchange performances. As per collected evidence, it is possible to conclude that conditions of returned device did not allow to achieve any significant test results. Review of complaints database showed no further similar cases notified for batch concerned from the market, this excludes any possible quality issue related to manufacturing. Verification of DHR confirmed that the complained unit was released as conform according to specifications. Based on all the above facts, it is reasonable to conclude that the most likely root cause of reported failure was a multifactorial issue, resulting from the interaction between clinical procedure, patient conditions and initial gas-blood settings. The presence of shunted area across microporous hollow fiber oxygenator membrane cannot be excluded as contributing factor. In the event of undesired cellular activation associated with platelet adhesion and fibrin layer deposition inside the oxygenator, biological deposits may coat the fiber bundle capillaries in which the blood flows thus hindering the passage of o2. All this leads to a reduction of effective area to perform gas exchange and a concomitant increase of gas pathway length to perform gas exchange. The risk is in the acceptable region. No specific action was currently deemed necessary, livanova will keep monitoring the market.